Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue with the abbott diabetes care (adc) device was reported. The customer received 450 mg/dl reading compared to the reading of 147 mg/dl obtained from the built-in precision meter and felt unwell. It is unknown whether the customer noted a trend arrow on the device. The results, when plotted on a parkes grid, fell into the "c" zone, showing the difference in values to be clinically significant. The length of sensor wear is unknown. After taking more insulin, the customer experienced hypoglycemia and was unable to self-treat, requiring intravenous glucose treatment from a healthcare professional (hcp). An hcp meter recorded a glucose level of 200 mg/dl, but it is unknown when these readings were taken by the hcp. There was no report of death or permanent impairment associated with this event.